Event description:
Boston scientific provided the following information: it was reported that this right ventricular lead experienced fracture. Due to this, the lead exhibited high pacing thresholds, loss of capture and impedance issues. Lead was capped and another one was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.